Event description:
This report is based on information provided by a third party service engineer and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device displayed a restart error. The device was evaluated at the customer site by the third party service engineer. Based on the information provided, the issue was resolved after reconnecting the som pca (system on module printed circuit assembly) and upgrading the software to version 2.00.23. The device passed functional testing and was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The third-party service engineer reconnected the som pca and upgraded the software to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter phone # (B)(6).